Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. It was reported that he is not receiving effective therapy coverage. Previous efforts to resolve this matter through reprogramming have yielded limited success. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.